Event description:
The facility reported a posterior capsule tear occurred during the procedure. Additional information received from the surgeon stated the patient is doing okay; the pupil is still large. Due to a loss of vacuum associated with the system, the vitrector didn't cut well either. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.